Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 68 mg/dl at the time of the incident. The customer was assisted with troubleshoot. The customer stated that air bubbles at the start was soda size bubbles. The location of air bubble was in reservoir. Customer does not have a reservoir plunger available and was advised to change set. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill reservoir test. Found no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none was found. Conclusion: no air bubbles. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.